Event description:
It was reported through the pt's counsel that the pt's knee was revised due to pain. Upon revision, it was observed that the tibial eminence had fractured.

Manufacturer narrative:
At this time, no add'l info has been made available. Should info be received that would further this investigation, this form shall be updated.